Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Simplex tobramycin was used for tka revision surgery using the products of competitor. After surgery, it was found that it was expired in (B)(6). The concern of the surgeon is the effect of the sterile condition and the resistance force of antibiotic.

Manufacturer narrative:
A review of the packaging label after surgery indicated that the reported product expired in june 2016 . This product was reportedly used in surgery on (B)(6) 2016. It is the responsibility of the user to verify the expiration date and ensure that the product is used within this time frame. Based on the provided information it has been determined that this event is associated with an off-label application. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Simplex tobramycin was used for tka revision surgery using the products of competitor. After surgery, it was found that it was expired in (B)(6). The concern of the surgeon is the effect of the sterile condition and the resistance force of antibiotic.